Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). This reported "system error 322" alarms were confirmed through the event history log review. The cause was undetermined. If any additional info is received, a follow up will be sent. The assembly processor pcb, spectrum upper auxiliary sub-assembly and assembly lower auxiliary flex were replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, 4 occurrences of "system error 322" alarms were identified in the event history log. There was no pt injury or medical intervention required since these items were found during evaluation of the device. No additional info is available.